Manufacturer narrative:
(B)(4). Visual examination of the retuned product identified both of the returned drivers have tears and cracks in the black sheath. The spring is visible under the sheath. There are visible wear lines on the head of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00942. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the black drill bit handle was cracked and broken. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.